Event description:
We received an allegation about discrepant results for 4 patients' samples tested with elecsys hiv combi pt assay on a cobas 6000 e601 module. Sample 1: initial result: 1.73 coi. Repeat result: 1.59 coi. Confirmatory testing: negative. Sample 2 was tested on (B)(6) 2025: initial result: 1.94 coi. Repeat result: 1.87 coi. Confirmatory testing: negative. Sample 3 was tested on (B)(6) 2025: initial result: 1.19 coi. Repeat result: 1.06 coi. Confirmatory testing: negative. Sample 4 was tested on (B)(6) 2025: initial result: 1.93 coi. Repeat result: 1.88 coi. Confirmatory testing: negative. The confirmatory testing was performed in a different facility using enzyme-linked immunosorbent assay (elisa) and western blot techniques. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The e601 module serial number was (B)(6). The customer mentioned that after they replaced the reagent pack with a new lot, they started noticing high results. The calibration was performed on (B)(6) 2025, and it was acceptable. All qcs that were performed in (B)(6) 2025 were in the specified range. After a new calibration was performed by the customer, no further issues were observed. False reactive results may occur in elecsys hiv combi pt since the specificity of this assay is <100%. The product labeling states: "repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." The product labeling also states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The elecsys hiv combi pt assay performs within specifications.